Event description:
It was reported that squeaking occurred whenever the hip moved. Replaced ceramic liner and head with mdm.

Manufacturer narrative:
It was noted that the device is not available for evaluation because the surgeon refused to release it. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.